Manufacturer narrative:
Title: analysis of outcomes of a transoral circular stapled anastomosis following major upper gastrointestinal cancer resection. Source: diseases of the esophagus (2021)00,1¿8. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study analyzed the outcomes of patients who underwent esophagectomy (open or laparoscopically assisted transthoracic) and gastrectomy using the orvil anastomotic device between 2011 and 2019. There were 227 esophagectomies and 101 gastrectomies performed. The anastomoses were completed with a 25mm circular stapler with a 4.8 mm staple height. Complications included: 4 conversion to open, 21 anastomotic leaks, 28 anastomotic strictures. Leaks were treated with radiologic intervention, antibiotics, drainage procedure, stent insertion, or reoperation. Strictures were treated with balloon dilations.